Event description:
It was reported that the lesion was located in the mid rca. While trying to progress guide catheter, there was a dissection of rca. Five endeavor sprint rx stents were implanted and were overlapping (MFR report# 2953200-2008-00519 - 00523). One further stent (brand name unknown) was attempted to be implanted but failed to reach the target lesion. On the same day as implant, the patient suffered an acute non-stemi. The investigator assessed the event as a non q-wave mi & that it was non determinable as to whether the event was related to the study stent. Please note that this device is not distributed in the united states.

Manufacturer narrative:
.